Event description:
It was reported that during the insertion of the catheter it was found that no electrical pulses were submitted from the unit via the electrode catheter. The defective catheter was replaced with a new catheter during the same procedure. This was fully functional and was left in the patient. Per additional info received, the same access was used for the second catheter.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.